Event description:
It was reported that a yellow collecting wave was generated when this patient was attempting a patient initiated interrogation (pii). Troubleshooting was performed and pii could not be completed. The implantable device and communicator were confirmed to be properly set up in the system. Therefore, the patient's home environment seems unlikely to be causing the reported observations. The patient was instructed to work with the following clinic to verify radio frequency (rf) settings. The device remains in service and no adverse patient effects were reported. Additional information was received that this device was subsequently electively explanted and replaced with a boston scientific device. The device was returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory noted no suspicious alerts. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.